Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that stent dislodgement can be influenced by many factors including crimping, sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent, interaction with the lesion, accessory devices, and/or previously implanted stents. The xience IFU states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.

Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that a xience stent delivery system (sds) was advanced through another company's stent that was implanted in 2007; however, the xience sds could not reach the target lesion, which was distal to the previously implanted stent. During an attempt to withdraw the sds, while pulling back into the guiding catheter, the stent dislodged. The stent was then deployed in the left main using another balloon. No additional event or pt info is available.